Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d4, d8, d9, e2, e3, g1, g2, g3, h2, h3, h4, h6, h11. Based on the results of the investigation the customer's allegation was confirmed. In additional, corrosion on the device coupler stopper was noticed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in the camera unit, the endoscopic image could not be displayed. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a black screen, additionally, the device was manually washed and not disinfected. The event occurred after the procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head had a black screen, additionally, the device was manually washed and not disinfected. The event occurred after the procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.